Event description:
A 29-yr-old female receiving treatment for stem cell transplant. Observed to be sedated with slurred speech. Flumazenil was administered to reverse the effect of the lorazepam. The pt was seen next day in the clinic, and was reported to be doing well with no sequelae noted. Details of pt's expiration and how it relates to device operation is unclear. Pt death is allegedly attributed to overinfusion while using the pump. Testing performed at MFR. Could not reproduce any malfunction which could have caused overinfusion related to pt injury. Unrelated malfunction was found but would not have caused injury or death. The pump's keypad was noted to be locked and the amounts infused on the display were side a: 45.2 cc and side b: 1.5 cc. The master clock was set at 11:18 am, and the current pst was 10:18 am. A bolus was requested, but it did not deliver. This was again requested after a full lockout period had expired, and again the bolus did not deliver. The programs for both sides were then reset. The bolus then delivered correctly. An infusion test was begun using the current protocols in the device. The program ran for more than 8 hrs until the amount delivered on the display totaled 991.0 ml. The volume delivered measured 949.91gm, an error of 4.15%. This is within spec for the system. Diagnostic tests of both motors were performed and were all within spec for the device, although co did find evidence of a fluid spill inside of the pump on both motor frames. Though the pump delivered accurately and within spec for the system, co did note that the bolus would not deliver until the keypad was unlocked and the programs on both sides reset.